Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 591 mg/dl. Customer alleged for under delivery on insulin but insulin pump passed the high pressure test. Customer was treated with manual bolus from insulin pump. Customer was using automode during low blood glucose and customer was using insulin pump within 48 hours of low blood glucose event. Insulin pump will not be returned for analysis.